Manufacturer narrative:
(B)(4). G2 - foreign: japan. The instrument was returned for investigation. The event can be confirmed as the tip of the drill bit is fractured off and was not returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the tip of the drill broke off in the patient's bone. The surgeon found it impossible to remove the drill fragment and decided to leave it in place. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.